Event description:
It was reported that the patient had hospitalized with hyperglycemia. The patient's blood glucose levels read high (>500 mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include nausea, pain, frequent urination and dry mouth. Upon removal of the pod from the infusion site (abdomen), the cannula was found to be bent. Once at the hospital the patient was treated with intravenous fluids as well as an insulin drip. The patient was prescribed zofran and toradol. The patient was released from the hospital the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.